Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the user received a supplies shipment from a distributor, the cartridges appeared to be warped and bowed out. Reportedly, the user believed that the box of cartridges became too hot during shipment. The user's blood glucose level was 200 mg/dl.